Event description:
A family member reported seeing air bubbles beyond the cartridge around the plunger. The family member stated there was no strong smell of insulin or moisture in the cartridge compartment.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary with respect to the leak. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge; 2531779-02/25/11-001-r.